Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately high compared to another meter. The patient obtained blood glucose results of 227 mg/dl with a lifescan meter and 167 mg/dl from another meter. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Initial reporter: lay user/patient's name, address, and phone number was not provided at the time of the call.